Event description:
It was reported to philips that the system's vitals monitor made a popping sound and smoked when turning on. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a diagnosis procedure was performed when the issue happened. The procedure completed as a by video source was switched to another monitor. A field service engineer (fse) examined the system on-site and confirmed the system's vitals monitor made a popping sound and smoked when turning on. To resolve the issue fse replaced the monitor. After replacement of monitor, the system was returned to use in good working order. The codes were updated based on the investigation outcome.